Event description:
It was reported that the field representative was wondering the patient with this pacemaker had a silent atrium, as the right atrial (ra) lead was not able to capture the atrium, pacer spikes were seen but no p waves. The field representative he found a note stating the patient had a slow atrial tachycardia when device was implanted, so possibly capture could not be evaluated then. This pacemaker system remains in service. No adverse patient effects were reported.